Manufacturer narrative:
A patient's ipg was inoperable due to reaching end of life was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the ipg was unable to communicate neither the programmer nor the charger. In turn, ipg was deemed inoperable. Surgical intervention may be undertaken to address this issue.